Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow block alarm after multiple set changes. The customer's blood glucose was 168 mg/dl at the time of incident. Customer states they had tried all remedies and did not want to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.